Manufacturer narrative:
Correction: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The monitor was received for evaluation and functional testing confirmed the reported issue. The monitor was replaced and the issue was resolved. A medtronic representative inspected the navigation system onsite. A full navigation system check-out was completed following part replacement and all tests passed. The system was returned to service.

Event description:
A medtronic representative reported that the cart monitor on the navigation system goes white and has to be powered off and turned back on to resolve the issue temporarily. The internal cables to the monitor were checked and found to be seated correctly without visible damage. There was no delay to procedure or impact on patient outcome as this occurred outside of a procedure.